Manufacturer narrative:
The device was retained by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4). Retained by facility.

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using a csi orbital atherectomy device (oad). The target lesion was 2cm in length, (B)(6) stenotic, and located in the left anterior descending (lad) artery. The physician used a 7fr terumo destination sheath and an xblad guide catheter to access the lesion. A csi viperwire guidewire was then advanced across the lesion in the proximal lad and the oad was loaded onto it. The physician performed two runs at low speed for 20 seconds each. The physician then pulled the device back proximally 2cm and completed two more runs at low speed for 20 seconds each. After the completion of the fourth run, the oad and the viperwire were removed from the patient. Angiography revealed a perforation and the patient status began to decline. CPR was performed and the patient's heart rhythm was stabilized. The patient was then sent to surgery for bypass. The bypass was successful and the patient was put on a balloon pump, but did not retain brain function due to additional complications. The patient expired the following day. Additional information has been requested, but has not yet been received.